Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery the shunt sensor leaked. The product was not changed out. There was less than 1 ml of blood loss. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).